Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net device transmission with several inappropriate mode switch episodes. Upon review, noise due to far-r oversensing was observed. Recommended programming change will be discussed with the following physician.